Manufacturer narrative:
(B)(4) concomitant medical product: unknown vanguard cr articular surface catalog # unknown lot # 243670, vanguard cr femoral component catalog # 183008 lot # 33550, biomet series a standard patella catalog # 184766 lot # 049600. Cement bone simplex catalog # 6191-1-001 lot # rcv037, cement bone simplex catalog # 6191-1-001 lot # rjv119, unknown catalog # unknown lot # 808860. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02462, 0001825034-2018-02467, 0001825034-2018-02472.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient suffered pain, stiffness, hypertension and cold sensation in the knee. There was a popping noise in the knee with burning sensation. The patient has reported difficulty in walking without a walker.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to chronic pain, cold sensation, hypertension, stiffness and swelling in the knee. The patient also experienced a popping noise in the knee with burning sensation. The patient reported difficulty due to hyper extension and cannot walk without a walker. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The additional information received does not change any previously reported investigation results.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint cannot be confirmed based as no medical records were provided. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.